Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that using a retrograde approach through the non-tortuous, non-calcified left anterior descending (lad) to the chronic totally occluded (cto) diagonal artery, the sion guide wire was positioned. Resistance was met with the non-abbott microcatheter and the devices became entangled. Both devices were removed from the anatomy as a system. There was no reported adverse patient effect. A second guide wire was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for investigation. With the provided information, the cause and the circumstance of the reported event could not be identified. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. All shipped products are inspected in the production process for meeting the product specifications and release criteria. There is no indication of a product deficiency.